Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause: user's test strip had poor storage.

Event description:
Consumer reported complaint for low blood glucose test results. The expected fasting blood glucose test result range is 120 to 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Comparison of blood glucose test results by customer from competitor meter to trueresult meter. Back to back blood test performed by customer fasting on (B)(6) 2015 produced test results of 111 mg/dl using trueresult meter and 498 mg/dl using competitor meter. The product is not stored by customer according to specification since they are retained outside of original vial. Customer does not have the original vial and test strip lot# not able to be confirmed. The test strip lot manufacturer's expiration date is not able to be verified and open vial date is (B)(6) 2015. The meter memory recalled for test results performed: (B)(6). Adverse event not reported.